Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The time in the insulin pump was not advancing. The customer stated that battery was removed for two hours and the issue persists. The customer also stated that the battery was changed six times. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.